Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic gastric bypass roux-en-y procedure. The stapling device was being fired horizontally across the stomach tissue as first firing to form the gastric pouch. The surgeon pressed the green button and squeezed the handle once. On the second squeeze, noted that the stapler made a crunch noise and was difficult to squeeze. The stapler was not able to fire. The central part of the staple line was incomplete. In order to resolve the issue and complete the case, a second reload was loaded onto the handle and fired to complete the desired staple line. There was no patient harm. The patient outcome is alive, no injury.